Event description:
It was reported the data measured by the analyzer revealed that the pacing threshold was 0.1v, the current value was approx. 8ma, and the impedance was 400 ohms, which were inconsistent. When measuring by a competitor's pace/sense analyzer, the pacing threshold was 1.3v so the failure of the analyzer was suspected. The analyzer is being returned for analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.